Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, after the cartridge and infusion set were in use for 2 days the customer reported seeing "cloudy chunks" of dried insulin in the cartridge tubing as well as infusion set tubing. The customer stated that the insulin was not expired nor exposed to extreme temperatures/sunlight. Blood glucose was in the 200's (mg/dl). During troubleshooting for the current occlusion alarm, the occlusion was found to be within the cartridge. A clinical diabetes specialist reported in a follow up that the cannula was most likely "crimped". However, it could not be confirmed.